Manufacturer narrative:
Reliability analysis inspected 1 opened/used infusion set and performed hand prime using a new lab reservoir which found occlusion at the p cap connection section. Reliability analysis was unable to confirm the customer received the infusion set occluded due to customer returning an opened/used product. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call issues with the infusion set. Customer's blood glucose level was unknown. Customer attempted to prime but experienced issues. Customer was advised a replacement infusion set would be sent out and they agreed to return the product for analysis.